Event description:
In 2003 the pt underwent a lumber laminectomy with instrumentation, with autograft, infuse bone and miami moss hardware. The patient was stable in the immediate post operative period, but approximately 13 hours post procedure was found apneic and pulseless. Pt could not be resuscitated and was pronounced dead. No immediate cause of death could be determined.